Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing. The asymptomatic patient reported to the clinic and the device was reprogrammed.

Event description:
New information received notes that a merlin.net transmission revealed post-paced t-wave oversensing. Further programming changes were recommended. The patient was scheduled for a follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.